Manufacturer narrative:
Product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. There were no other complaints reported in the lot number. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following the implantation of an intraocular lens (iol) it was misplaced. The lens was explanted in the secondary procedure. Additional information was requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported event. The explanted lens was not returned for an evaluation. Information provided in the file indicated that the company lens with 19.0 diopter was removed and replaced with another company lens with 19.0 diopter. The manufacturer internal reference number is: (B)(4).